Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl at the time of incident. Other relevant blood glucose level was 435 mg/dl. The customer treated with the manual injection. Based on customer report customer does allege pump was under delivering. The insulin pump and reservoir will not be returned for analysis.